Event description:
It was reported that a 24.5 diopter intraocular lens was removed and replaced with a 21.5 diopter. No patient complications.

Manufacturer narrative:
Lens was received and diopter measured correct as labeled. The results reasonably suggest this event is not manufacturing related.

Manufacturer narrative:
The lens is being analyzed by the manufacturer. Information received from the end user reasonably suggests that this is not a manufacturing related issue. Iol met all manufacturing specifications prior to release.